Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient experienced an event of bent cannula leading to high blood glucose (390 mg/dl) on (B)(6) 2025 resulting in hospitalization. The site of location of infusion set was abdomen. Patient was treated with insulin pen. The reason for hospitalization was high blood glucose with ketone levels of 2. No further information available.